Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and was found to be within specification.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency room after receiving a vibratory notification for lower out of range pacing lead impedance. The patient experienced chest pain. No capture and declined r-wave amplitude were observed. A cxr performed revealed lead perforation in the pericardial sac. The lead was explanted and replaced. The patient condition is stable.